Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds and high pacing impedances on the right atrial (ra) lead. The ra lead was suspected to have a fracture. The ICD and ra lead were explanted. No additional adverse patient effects were reported.